Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a false tachycardia episode due to noise. It was noted that the episode was likely detected during an magnetic resonance imaging (MRI) procedure. The icm remains in use. No patient complications have been reported as a result of this event.